Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit not passing the self-test. Unit pneumatic module leak test fails. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit not passing the self-test.

Manufacturer narrative:
A getinge field service engineer (fse), performed troubleshooting as per service manual and found no errors logs or fault. The fse stated during preliminary checks, unit was not passing pre-test test. It was verified by the fse that the issue was the units internal vacuum connections. As per service manual the fse replaced pim (pneumatic module assembly- (0997-00-1178). Completed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).